Manufacturer narrative:
Product analysis #(B)(4):analysis information -- 2026-01-05 10:36:10 cst pli# 10 product ID# b31040 the returned device (product:b31040, sn:(B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. A damaged spring and an open #7 contact was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cable was connected to the dbs lead during insertion and the surgeon asked for impedance check. All circuits were over 40,000 ohms. The surgeon attempted to remove and re-attach cable to the lead three times and had the same open circuit impedances. He asked for a new cable, which worked and there were no open circuits and normal impedances.